Manufacturer narrative:
No lot number was identified within the individual articles and therefore within this complaint, which is why the associated manufacturing documentation could not be reviewed. All product and batch history records are quality reviewed prior to product release, ensuring that all products on the market fulfill the relevant requirements. Since the questionnaire retrospectively review articles, no sample is available to be provided to the responsible site for an in-depth investigation. Not enough information was provided to properly complete an investigation. The root cause of this complaint could not be identified. The exact root cause for the reported event is unknown. Therefore, no specific action can be taken. Within the framework of the mentioned , an overall risk assessment was performed and concluded that no further actions are required. Additionally, complaints are reviewed and monitored at regular intervals for adverse trends. No additional actions are needed. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported through a literature study regarding the utilization of intraoperative oct (ioct) guidance for the removal of epiretinal membrane (erm) and internal limiting membrane (ilm). This procedure involved the use of ophthalmic forceps with a laser-ablated tip surface. The study included patients who had undergone 23- and 25-gauge pars plana vitrectomy (ppv) to address vitreoretinal interface disorders. The surgery involved facilitating the removal of erm and ilm using microscope-integrated ioct and ophthalmic forceps. In addition, two patients with idiopathic macular pucker disease who had undergone vitrectomy experienced retinal hemorrhage. Subsequent ioct video analysis conducted after the surgery revealed hyperreflectivity of the inner retinal layers, which was associated with retinal hemorrhage in both patients.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).